Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition of sticky trigger was confirmed. The assignable root cause was determined to be due to premature wear. Additionally, the reported condition of the saw head locking mechanism being cracked and the pressure disk shifted out of the defined position was determined to be due to a design error. A CAPA was initiated to address the issue with the pressure disk shifting out of the defined position and the cracked locking mechanism. A device history review was performed, and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device saw head locking mechanism was cracked and the pressure disk was shifted out of the defined position hence the cutter cannot be inserted. It was further determined that the device failed pretest for check saw blade coupling, trigger test and functional test. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.